Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon impacting the shell with a mallet, the inserter screw end snapped off. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of provided photograph visual inspection of photograph determined that the threaded bolt had fractured off at the base. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The reported failure mode has been investigated. The failure mode has also been addressed which was implemented to increase the head height of the bolt, eliminated the drill point, to increase the shank fillet radius to reduce stress in failure region. The reported instrument was manufactured prior to the failure being addressed. This is a previously addressed design issue. Investigation results concluded that the reported event occured prior to a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.